Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.

Event description:
On initial contact, dentist reported handpiece overheating, and burned pt. When contacted for additional info, advised dentist noticed a white area inside cheek on right side when looking in pt's mouth right after procedure for filling tooth #30. Dentist had pt do warm salt water rinses on that side for two (2) days with follow up on (B) (6) 2009, and (B) (6) 2009. No other follow up treatment was planned or required.